Event description:
The customer reported a channel powered off resulting in an under infusion of chemotherapy. The patient was receiving a five-day chemotherapy protocol when the incident occurred. One extra day was added to his chemotherapy protocol because of the under infusion. On (B)(6) 2014 at 15:10, the patient was transported to interventional radiology for placement of a g-tube. The patient returned to his room and the following morning, the nurse noted that the bag of chemo on channel c was still full and that channel c was turned off. The channel had been off for a total of 16 hours. The infusion was restarted using the same pump module. On (B)(6) 2014, the patient was transported to the operating room and the receiving nurse noted channel c was off. The infusion was restarted immediately without any additional interruptions. At the completion of the 5-day chemotherapy protocol, the pump module was removed; however, it was not sequestered. Because of the 16-hour interruption in the infusion, the patient's 5-day chemotherapy protocol was extended one day. The pcu was sequestered and will be returned for evaluation. Channels a, b, c and d were not sequestered and have been placed back into service. Customer has visually inspected the iui connectors of the pcu and has indicated 3-4 different pins contain green corrosion.

Manufacturer narrative:
(B)(4). Although requested, the pcu has not been received. A follow up report with investigation results will be submitted should the device be returned for evaluation.